Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that while perfusionist was taking the back cover off the system controller to insert the backup battery (ebb), one of the screws broke in half. Controller was not issued to the patient and would be returning for evaluation.

Manufacturer narrative:
A1-a4: there was no patient involved. Manufacturer¿s investigation conclusion: the reported event of a backup battery cover screw breaking in half was confirmed via evaluation of the returned system controller (serial number: (B)(6)). The screw on the opposite side of the power cables, on the navigation button side of the controller was unable to be unscrewed. Visual inspection of the screw found the head of the screw removed. The other screws were in unremarkable physical condition and could be removed without issue. Aside from the broken screw, the system controller functioned as intended during analysis. The controller successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The root cause of the reported event could not be conclusively determined through this analysis. The device history record for the system controller (serial number (B)(6)) with were reviewed. No deviations from manufacturing or qa specifications were shown from the system controller. The heartmate 3 instructions for use (rev. C) section 2 entitled ¿system operations¿ provides instruction on how to properly remove the battery compartment cover and replace the backup battery. Heartmate iii instructions for use (rev. C) section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook (rev. D) section 6 entitled ¿caring for the equipment¿ addresses how to properly maintain and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.